Event description:
On (B)(6) 2010, the patient notified lifewatch that the electrodes caused a skin reaction. The patient stated that she would removed the device for 24 hours with the intent to reattach. On (B)(6) 2010, the patient notified lifewatch that should be removing the device and sending it back per her doctor's request. In order to gather additional information on the initial complaint, the patient was called on (B)(6) 2010 and a patient questionnaire was filled out. The patient stated that she told them (it is not clear who them is) that she was allergic to adhesives and wore the device anyway for nine days. Patient stated that she was covered with blisters and the doctor prescribed halobetasolo and neosporin.

Manufacturer narrative:
The device was received on 05/15/2010 and has not undergone in house testing. Associated accessory device: act monitor, model # com001, serial # (B)(4).